Event description:
A customer reported receiving an air in line alarm on the flogard infusion pump. It is unknown which process step this event occurred during. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The cause of the reported condition was determined to be a damaged air in line sensor, though the cause of this damage cannot be determined with the provided information. The sensor was replaced in order to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.